Manufacturer narrative:
Other, other text: device evaluation: one cadd administration sets - flow stop was returned for analysis. The returned samples it consists of one unit from part number p/n 21-7394-24 manufactured with the lot #4012768. The returned sample was received in unused conditions with its original sealed packaging. The complainant returned units was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according procedure ?visual inspection? And no damages nor other workmanship defect was detected. Functional leak testing on the sample received was performed using a hydrostat vessel and no leakage was observed fleeing in any of the joins nor the filter. According to the investigation the failure mode reported was not confirmed. The investigation reports that root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed. No actions taken since the complaint was not confirmed.

Event description:
Information was received indicating that during use of a smiths medical cadd administration set for chemotherapy, leaking was noted around the filter and/or around cassette. No patient consequences were reported. No adverse effects were reported.